Event description:
The interstim shifted and was laying on a nerve. Pt started experiencing sharp pains down right leg and across. As the months went on the pain became worse. The pain was so bad that pt could not sleep at night and sometimes pt could not walk. Now that it has been removed, pt is stll experiencing pain where it was but pt is also having leakage again. Pt feels this device should be re-examined.